Event description:
A surgeon reported an unexpected outcome in the spherical component following toric intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Additional info was requested; however, the surgeon was unable to provide further details. (B)(4).